Event description:
It was reported that during a da vinci s surgical procedure the bowel grasper instrument insulation was observed to be rubbed off. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged below the midpoint. The insulation was gouged on one side and has a .210 x .105 piece missing roughly 6 above the snake wrist. The tube had other areas below this damage with insulation lifted up. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.